Event description:
The associated pacemaker was found to be eri in preparation for this lead revision for a dislodgement only one year after implant. The device had been programmed to nominal outputs and only the pace amplitude was recently increased to 7.5v at 1.5ms to help ensure capture for the dislodged lead until the lead revision could be done. The system is currently implanted and is scheduled to be revised. On (B)(6) 2012, we were informed that this device was explanted and replaced on (B)(6) 2012.